Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.5/2.0/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. On 17-jul-2022 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.